Manufacturer narrative:
Concomitant medical products: 3037 neuro programmer, implanted: (B)(6) 2006; 3023 urinary ipg, implanted: (B)(6) 2006; 3037 neuro programmer, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was difficulty interrogating the implantable cardioverter defibrillator (ICD) following an audible alert. A higher battery drain from the device was noted. No patient complications have been reported as a result of this event.